Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 15.3mmol/l. Customer stated that the alarm occurred 5 times. Customer was advised that the pump will be return and we send out replacement. Customer was advised to refer to backup plan.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked end cap, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.